Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9393610, 510k # k094025 was cleared in the united states. Device is returned to manufacturer but evaluation not yet started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis observations: macroscopic and optical examination confirms the implant is broken into multiple pieces. The extent of the damage suggests significant force was utilized during the attempted insertion. Per the event description, significant secondary damage is noted. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.

Event description:
Pre-op diagnosis: degenerative disc disease it was reported that on intra-op, while inserting the size cage it cracked/ broke. Doctor removed the cage and inserted the 2nd cage, which also broke. He removed that cage as well and replaced it with a third cage. The procedure was prolonged due to replacements. Doctor had to break the cages further in order to get them out. While he inserted them, with the cage inserter, they cracked. Both product came in contact with the patient. Both products broke. No fragments remained in the patient. No patient complications were reported.